Manufacturer narrative:
Initial 6 of 6. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced six infusion sets not delivering insulin, which led to high blood glucose level and was treated with correction bolus via pump event on 16 may 2026,18 may 20 may 2026, 22 may 2026, 24 may 2026 and on 26 may 2026. The sets were in use for forty eight hours. The patient replaced infusion set and resumed insulin deliveries successfully.